Manufacturer narrative:
The device was returned and explanted due to allergic reaction. As received, the device was in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, including telemetry and electrical testing indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
It was reported that patient presented in clinic for routine follow up of insertable cardiac monitor (icm), upon evaluation redness on the wound was noted. It was suspected that patient had allergic reaction from titanium. The icm was explanted. The patient was stable.